Event description:
It was reported that the insulin pump had keypad anomaly. Customer reported during bolus delivery the numbers kept scrolling up and down. Customer's blood glucose was 121 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and scratched reservoir tube window.